Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, biological tissue was identified in the distal cover in reprocessing. The customer also stated they did not properly attach the distal cover to the endoscope. This event includes 2 reports: (B)(6) tjf-q290v (B)(4). (B)(6) maj-2315, unk. This report is 1 of 2 for (B)(6) tjf-q290v (B)(4).

Event description:
The olympus representative spoke with the customer and the customer agreed the cause of the mucosal injury was most likely excessive suctioning. The facility will be provided training again on correct attachment of the distal cover to the endoscope.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer and the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to some problem with user handling of the subject device and the distal cover also, when user operates suction while distal end opening space was near the surface of mucosa, it causes the mucosa sucked into distal cover. Therefore, even if suction operation is not performed during withdrawal and distal cover is not cracked, the event may occur if device is withdrawn immediately after suction operation is stopped. The user could prevent occurrence of the suggested event because instructions for use (IFU) (operation manual) states as follows: important information ¿ please read before use: examples of inappropriate handling: applying suction with the distal end of the endoscope in prolonged contact with the mucosal surface, with higher suction pressure than required, or with prolonged suction time may cause bleeding and/or lesions. 3.5 attaching accessories to the endoscope: attaching the single use distal cover: - never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges. Olympus will continue to monitor field performance for this device. Correction and preventative action (CAPA) investigation has been opened to further investigate this issue.